Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture due to a suspected micro-dislodgement. X-ray examination was performed, and the physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.